Event description:
It was reported that an large volume infusor had leaked from the fill port. This occurred while the device was being filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Functional leak testing identified the device was leaking from the fill port. Visual inspection identified that the cause was a glass fragment under the check band. The initial evaluation confirmed the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the cause of the leak was determined to be a glass fragment, trapped under the check band.